Event description:
According to the facility, the "dr. Was electrocuted during c-section procedure. Currently unsure what caused the incident, but it may have been item 102589; evacuator smoke vl hlstr."

Manufacturer narrative:
According to the facility, the "dr. Was electrocuted during c-section procedure. Currently unsure what caused the incident, but it may have been item 102589; evacuator smoke vl hlstr." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Health effect (e): electrocution.